Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 28 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink on the mid-shaft section located at 105.7 cm distal tot the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the first obtuse marginal artery. Following pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the distal edge of the stent strut was bent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the first obtuse marginal artery. Following pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the distal edge of the stent strut was bent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.